Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to unknown reasons. No new leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes. This event is no longer reportable since this lead was an attempted implant due to mechanical issues, therefore, it did not impact therapy delivery to this patient. No serious injury or adverse patient effects were reported.

Event description:
It was initially reported that this left ventricular (lv) lead was an attempted implant due to unknown reasons. Further information confirmed it was due to the anchoring mechanism not working as it should. A previously implanted lead was repositioned, therefore, no new leads were implanted. No adverse patient effects were reported.